Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason complaint. During download review, pump error 53 alarm was confirmed 4 times in adapt on 11/12/2024 from 05:25:30.000 through 05:59:44.000. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces. Unit also received with broken battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side and scratched case. In conclusion, the unit came in with a critical pump error (open book) alarm triggered by pump error 53. Pump error 53 due to moisture damage on electronic assemblies. Unit was also received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the insulin pump, which can no longer be used. The customer reported no adverse events. The event involved product(s) mmt-1712kl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and mmt-1712kl was returned for analysis.